Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not retract back into the pod as intended at activation.

Manufacturer narrative:
The device was received not deployed. The data showed that the first priming sequence ended at pulse 36 and deactivation occurred at pulse 45 due to an 0x41 alarm code. Not enough pulses were run to deploy the needle mechanism prior to deactivation. An 0x41 alarm code indicates there was an error in the spring connection with the commutator cap. Under magnification, contamination was found on the commutator cap. Based on the data and visual inspection of the commutator cap, it was determined that this contaminant contributed to the 0x41 alarm code.